Event description:
It was reported that the patient has no stimulation and has never experienced therapeutic effect. The lead impedance measurements were greater than 4,000 ohms. Multiple views of an x-ray, showed what may be a kink in the lead. Further information is being requested from the hcp.